Event description:
The customer reported that they had just started the procedure and done the initial incision with a scalpel when they had some bleeders, they were going to cauterize. They set the generator at 30 coag and before actually starting cauterizing, they activated the pencil in the surgical site and a flame appeared. They turned the generator down to 20 coag and the same thing happened again. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.